Manufacturer narrative:
Follow-up #1 date of submission 09/18/2014-device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2014 with the following findings: on (B)(6) 2014 black box recorded three ¿loss of prime¿ warnings due to low, non-zero, force readings. The pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or eaws observed. Investigators checked force sensor calibration and the pump was found to be within specifications. Investigators were unable to duplicate customer complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The cartridge has been returned and evaluated by product analysis on 09/18/2014 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.